Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via cri observation study complaint form: biliary stent placed in (B)(6) 2021 to treat benign biliary stricture due to pancreatitis of presumed biliary origin. At 46 days post-procedure, the study stent became occluded and was replaced. The site noted the event as related to the study stent (¿study stent visibly occluded on repeat ercp¿) and pancreatic ductal adenocarcinoma; not related to the study procedure. Additional procedures performed at the same time as the stent study placement: sphincterotomy, fluorescence in situ hybridization (fish)/cytology brushing, catheter dilation, biopsy rectal nsaids administered immediately before, during or immediately after procedure: indomethacin. Stent location: common hepatic duct treatment: repeat ercp, stent exchange, aspiration from bile duct for culture. This event is noted as resolved without sequelae. Data collection includes 3 months post-procedure. This is the only ae reported. The patient has exited the study.

Event description:
A supplemental report is being submitted due to completion of the investigation on 5 jun 2025.

Manufacturer narrative:
Device evaluation: the device evaluation of clso-10-7 of lot number unknown could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study (B)(4), (B)(6), cholangitis due to occluded study stent. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/or label the instructions for use (ifu0045), which accompanies this device advises the user on potential complications: those associated with ercp include, but are not limited to pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration. This device is used to drain obstructed biliary ducts. There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). This is a known potential adverse event as described in the instruction for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to known procedural adverse events associated with the use of clso-10-7. As per the IFU, cholangitis is known potential adverse events associated with an ercp procedure. As per the pmcf study, the cause of the cholangitis was reported to be due to pancreatic ductal adenocarcinoma (padc) and stent occlusion repeat ercp. Complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the stent was used to treat benign biliary stricture due to pancreatitis of presumed biliary origin. At 46 days post-procedure, the study stent became occluded and was replaced. Confirmed quantity of 1 device, confirmed used. This is a known potential adverse event as described in the instruction for use. According to the medical advisor¿s input for patient outcome and severity, severity of (B)(4) with harm of ¿reocclusion¿. According to the initial report, this event is noted as resolved without sequelae. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to known procedural adverse events associated with the use of clso-10-7. As per the IFU, cholangitis is known potential adverse events associated with an ercp procedure. As per the pmcf study, the cause of the cholangitis was reported to be due to pancreatic ductal adenocarcinoma (padc) and stent occlusion repeat ercp.